Event description:
The user facility reported the vitrectomy cutter had inadequate cutting action during surgery. The facility could not provide the date of the event. There was no medical intervention or treatment required.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filled should any additional information become available for investigation. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Report 3 of 4. See 1920664-2013-00095, 00096, and 00098.